Manufacturer narrative:
The valve was patent and passed siphon testing. The device did not meet the requirements for reflux or leak testing due to multiple tears in the top of the delta chamber. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut resistance. A review of the mfg records showed no anomalies. No impact to pt reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during preimplantation testing the doctor found the valve leaking.